Event description:
During baxter's functionality testing of a spectrum pump, it failed the flow rate accuracy test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During functionality testing, the device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions. The device investigation found that the finger pressure plates were rubbing and sticking under their respective hook side pressure plate holder which caused the pump to under infuse. The door and all the door components were replaced.